Event description:
It was reported that a user experienced a blood glucose value of 322 mg/dl while the sensor was disconnected for approximately two hours because the user had not yet replaced the previous sensor, during which dinner was consumed and reportedly announced, and the user had started hydrochlorothiazide per a healthcare provider; this was managed on an ilet system with no device component implicated and characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified, consistent with failure to follow instructions, with no applicable device part or component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial